Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the chemotherapy infusion fluorouracil (500mg/ml in 1,000ml normal saline) was started on 28 may 2024 at 13:49 to infuse over 46 hours at a rate of 21.7ml/hr. The infusion reportedly was expected to finish by 12 noon on 30 may 2024. However, there was reportedly a 4-hour delay in the completion of the infusion. Per report, the "nurses confirmed that the infusion was not interrupted at all except for once on 29 may 2024 for 15 minutes where "it was stopped because the patient went for shower." There was patient involvement but no harm. Bd has learned additional information. It was reported the 100ml bag of fluorouracil was set up as a primary infusion. No additional extension tubing or filters were used during the infusion.

Event description:
It was reported that the chemotherapy infusion fluorouracil (500mg/ml in 1,000ml normal saline) was started on(B)(6) 2024 at 13:49 to infuse over 46 hours at a rate of 21.7ml/hr. The infusion reportedly was expected to finish by 12 noon on (B)(6)2024. However, there was reportedly a 4-hour delay in the completion of the infusion. Per report, the "nurses confirmed that the infusion was not interrupted at all except for once on(B)(6) 2024 for 15 minutes where "it was stopped because the patient went for shower." There was patient involvement but no harm. Bd has learned additional information. It was reported the 100ml bag of fluorouracil was set up as a primary infusion. No additional extension tubing or filters were used during the infusion.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)# additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Added pi to the unique device identifier (UDI)# field. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.